Manufacturer narrative:
The device has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time. Animas conducted a f/u call with the pt's mom on (B)(6) 2010. The pt's mom reported that after hospitalization, the health care professional adjusted the pt's pump settings and the pt's blood glucose has been within normal limits ever since.

Manufacturer narrative:
(B)(4):the data from the time of the reported incident is unavailable for review due to continued pump use. A review of the current total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Event description:
The pt reportedly was taken to the emergency room (ER) this afternoon and was diagnosed with dka. Prior to the ER visit, the pt had symptoms of nausea and vomiting and her blood glucose went from the 150's mg/dl in the morning to over 600 mg/dl in the afternoon. The pt's mom indicated that the infusion site was changed in the morning, the insulin was within date, there were no leaking or air bubbles issue, the pump settings and history were confirmed to be correct. The pt's mom completed 3 units of air bolus successfully over the phone. The animas rep concluded that there were no defects found with the pump from the troubleshooting that was done over the phone. There was no indication that the pump malfunctioned; however, this complaint is still being reported because the pt reportedly was hospitalized with dka after the infusion site was changed.